Event description:
It was reported that the patient passed away due to ventricular fibrillation (vf). Upon investigation, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead and episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) leads. There is no allegation that any abbott products caused or contributed to the patient's death. The rv and ra leads were cut and explanted with the device following the patient's death.